Event description:
Developed cardiogenic shock despite 2 inotropes. Due to medication non-adherence, difficulty with follow up, and unstable social situation, he was not a candidate for cardiac transplant, and as a result, also not a candidate for vad exchange.